Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of pre-dilating and deploying a stent to the vessel wall has the potential to disrupt plaque, which may dislodge during or after the procedure. Review of the available info suggests that vessel/lesion characteristics (severely calcified with thrombus) may have contributed to the reported event. This is one of three products involved with this adverse event in which associated MFR report numbers are 1016427-2010-00005, and 9610978-2010-00010.

Event description:
It was initially reported via the study registry that a pt experienced an ischemic stroke during post-dilation after a precise stent was implanted, but the pt recovered fully without treatment. The event was determined not to meet MDR reportability criteria at the time of the initial report. Based on additional info received in 2009 via adjudication minutes, this complaint has been determined to be MDR reportable as the pt received medication for the neurologic changes. During post-dilation with a 6.0 x 20mm aviator balloon, the pt experienced a sudden onset ischemic stroke with the symptom of right hemiparesis/hemiplegia. The procedure log note only documented that the pt was slow to arouse following post-dilation, and approximately 3 minutes after, was noted to be aphasic. A heparin drip was started. Later that day, the pt developed right-sided paralysis and aphasia. The paralysis primarily involved the arm. A neurological exam was performed and the pt was diagnosed with a left hemisphere stroke. He seemed confused about some commands, but not others. A head CT without contrast revealed no acute intracranial findings. The following day, a CT without contrast showed no significant brain abnormality. The pt was noted to have mild oral dysphagia following the CT and experienced a seizure. He was treated with antiepileptics, and an electroencephalogram showed excessive slow frequencies over the left hemisphere compared to the right. The following day the pt had a dramatic recovery of his mental status and was able to ambulate. He recovered strength in his right arm, and his speech improved almost back to baseline. The pt was discharged to a rehabilitation facility approx three days after the index procedure with an nih stroke scale score of 1. His symptoms resolved shortly after discharge, and he was discharged from the rehabilitation unit seven days after the index procedure. The pt had recovered fully, with no deficit, and at the time of the 30-day follow-up the nih stroke scale score was 0. According to the investigator, the stroke was related to the index procedure and not cordis product.